Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of high blood glucose readings and excessive no delivery alarms. The customer's blood glucose reading was 400 mg/dl. The customer reported alarm to be resolved by complete set change. The insulin pump will not be returned for analysis.